Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (placement of the guidewire, manipulation of the devices), in addition to patient factors (severe valvular calcification, native fused bicuspid valve) likely contributed to the withdrawal difficulties encountered with the guidewire. Manipulation of the bav catheter, in order to change the tension and allow the removal of the guidewire, likely contributed to the mitral chordae tendinae rupture and subsequent severe mitral valve regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), severe mitral valve regurgitation was observed after an edwards balloon aortic valvuloplasty (bav) catheter was used to assist on the removal of a guidewire that got stuck post valve deployment. During a transfemoral tavr procedure, a 29mm sapien 3 valve, difficulties were encountered during the attempt to cross the native aortic valve. After the straight guidewire was passed through the valve, a pigtail catheter was deployed in the left ventricle; however it was not able to be advanced to the ventricular apex. Under tee, the safari xs guidewire was deployed directly under the mitral valve. At that time, no increase of mitral regurgitation was observed. A 20mm edwards bav catheter was used for to perform bav. At the time of the sapien 3 deployment, the safari xs guidewire was still directly under the mitral valve. Post valve deployment, after the delivery system was removed, an attempt was made to remove the safari xs guidewire within the pigtail catheter; however the guidewire was unable to be retracted. An attempt was made to remove the safari xs guidewire by itself, but it then got stuck at the edge of the sapien 3 valve stent on the left ventricle / left coronary cusp side. The catheter was exchanged to an jr, mp and guide catheters; however it did not make any improvement in the situation. The 20mm edwards bav catheter, which was previously used for bav, was re-inserted. Without using rapid pacing, the balloon was inflated between inside of the sapien 3 valve stent and the left ventricle. The bav was pushed and pulled back and forth to change the tension of the guidewire, enabling the safari xs guidewire to be removed. After the removal of the guidewire, using tee, severe mitral regurgitation was observed due to the rupture of chordae tendinae. The decision was made not to perform any invasive treatment and to monitor the patient. The native annular diameter measured 30.6mm by CT with a valve area of 720 mm2. Severe valvular calcification and mild aortic root calcification was reported. The patient also had an r-l fusion type 0 or type 1 bicuspid aortic valve.